Manufacturer narrative:
The battery was fully recharged, and passed the performance verification testing; however, the customer reported that the device had not been returned. It could not be confirmed if the device was returned to service as the customer did not respond to additional follow up attempts for confirmation.

Manufacturer narrative:
During follow up with the customer, it reported that the device was checked, and that battery power was very low. The customer then confirmed that the low battery warning was documented in the event log. It was also noted that the outlet used in the the room was fully functional. The customer reported that after the battery was fully charged, a performance verification test was performed, and all testing passed. The customer was waiting to get permission before returning the device to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery failure. It was noted that the customer reviewed the event log and stated the device had been operating on battery power for six hours with not issues. When the device was used again, the device alarmed for operating on battery power then shortly after alarmed for low battery. The user reported that when the device was inoperable, the user tried reconnecting to alternating current (ac) power, but the device did not power on. The customer then noted that the battery power alarm was confirmed and was cleared. The customer then tested the battery and was able to verify that the device does transition from ac to direct current (dc) power, and then back to ac power. The customer is going to verify that the outlet used by the respiratory therapy (rt) department has good and stabile voltage. The investigation is ongoing.